Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) found issues with the rinse unit. The fse corrected the clip of the cell rinse nozzle. The clip may have been detached or damaged during customer maintenance. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for multiple tests and multiple patients tested on a cobas 8000 c 702 module. The initial results were reported outside of the laboratory where they were questioned by the doctor and repeat testing was requested. The samples were repeated at another laboratory. The repeat results were reported outside of the laboratory. The results for two (2) patient samples were provided as examples: sample 1: the ast results were 25 u/l and 12 u/l. The alp results were 79 u/l and 43 u/l. The ggt results were 26 u/l and 20 u/l. The total protein results were 73 g/l and 55 g/l. The urea results were 5.2 mmol/l and 0.5 mmol/l. The total bilirubin results were 7 mmol/l and 3 mmol/l. The magnesium results were 0.90 mmol/l and 1.39 mmol/l. Sample 2: the albumin results were 21.4 g/l with a data flag and 9.7 g/l. The crp results were 81.2 mg/l with a data flag and 56.3 mg/l. The urea results were 21.1 mmol/l with a data flag and 6.7 mmol/l. The creatinine results were 239 umol/l with a data flag and 107 umol/l. The calcium results were 2.30 mmol/l and 1.34 mmol/l. The phospate results were 1.57 mmol/l with a data flag and 1.17 mmol/l. No reagent lot numbers with expiration dates were provided.